Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Analysis was performed on the returned device. The reported guide break and difficulty retracting the foot were confirmed based on the returned device condition. The reported inability to remove the device could not be replicated in a testing environment as they were related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, no vein imaging was performed prior to proglide use and no calcification visible in the right common femoral vein (rcfv). It should be noted that the proglide instructions for use states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. The reported guide break, difficulty retracting the foot and inability to remove the device appears to be related to a high angle of insertion/downward force. The subsequent treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H6: device code 2017- failure to follow steps / instructions the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral vein (rcfv) was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a mitraclip interventional procedure. Reportedly, no vein imaging was performed prior to proglide use and no calcification was visible in the rcfv. The proglide footplate could not close; the device could not be removed. The vessel was incised and the proglide device removed by disassembling. All pieces of the device were removed. The sheath was upsized and the mitraclip procedure was completed. Surgical suturing achieved hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.